Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Marking and assembly device history record were checked. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Marker issues were recorded during one of the sub-assembly batches. Batch 9003923 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that syringe 1ml ll had scale marking issues. The following information was provided by the initial reporter: it was reported the markings on the syringe were lower than the markings on a normal syringe.